Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the inoperable keypad with an intermittent keypad response, which was reproduced during evaluation when intermittent operation of row 3 keys were identified. It was found to be caused by a failed keypad. The failed keypad was replaced. (B)(4).

Event description:
It was reported that a spectrum pump had the symptom "keypad is faulty, bad buttons," which was clarified during baxter's evaluation as an intermittent keypad response. It was also reported there was no patient injury.